Manufacturer narrative:
(B)(4). The site biomed reported that the user was training another user on the operation of the device user initiated operational check (opcheck) when the device failed the pacer test segment of the opcheck. This failure occurred during training, during user initiated testing. There was no pt involvement. The site biomed ran the op check and confirmed the pacer test failure. The site biomed used the mrx service manual and made the determination to order a replacement therapy pca. This was a malfunction of the therapy pca.

Event description:
The site biomed reported that the user was training another user on the operation of the device user initiated operational check (opcheck) when the device failed the pacer test segment of the opcheck. This failure occurred during training, during user initiated testing.